Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 17514207, model/catalog description: artisan lead 70 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that imaging revealed that the patients lead was broken. No further course of action will be taken.

Event description:
A report was received that imaging revealed that the patients lead was broken. No further course of action will be taken. Additional information was received that the paddle leads had high impedances.